Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse found broken wires on connector pm202 for the z-axis motor which was replaced. The customer ran quality control without any errors. Instrument is functioning as intended and was released. A 13 month complaint/ service history review for serial number (B)(4) was performed and found no other complaints with similar events. The most probable cause for this event is broken wire cable. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 4019 spec z axis home not found. The customer checked the sample probe and states that it is straight. Customer is hearing clicking noise coming from the instrument, they removed the skin but no obstruction is evident. Customer requested service in order to address the reported issue which resulted in delay reporting of results for ckmb and ctni 2. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.